Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports that during insertion of the swg (spring wire guide) thru the needle it is evident that the swg tip is defective and is very difficult to continue. After several failed attempts, the swg becomes too weak and unraveled. The device was removed and replaced. No patient complications reported.

Event description:
The customer reports that during insertion of the swg (spring wire guide) thru the needle it is evident that the swg tip is defective and is very difficult to continue. After several failed attempts, the swg becomes too weak and unraveled. The device was removed and replaced. No patient complications reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.